Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the conductor fracture allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures or signs of clavicle/first rib damage.

Event description:
It was reported that this right atrial (ra) lead was fractured due to being crushed by the clavicle. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was fractured due to being crushed by the clavicle. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.